Manufacturer narrative:
Additional information: a6: patient race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot #. There were no similar issues reported for this lot #. A review of the device labeling and associated risk documents was completed. Endophthalmitis and retinal hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Endophthalmitis and retinal hemorrhage are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 44552.

Event description:
It was reported that following a left eye (os) cataract surgery and subsequent trabecular microbypass stent system procedure, the patient presented three (3) days postoperatively with endophthalmitis. The preoperative examination showed no particular problems and the procedure was completed without any issues. On postoperative day one (1) the patient presented with no particular problems on examination. Two days following, endophthalmitis began to appear. Per report, the following day "fibrin" appeared and the patient was referred to another hospital due to the "strong toxicity" of the endophthalmitis. Reportedly, the two (2) stents were removed two (2) days later. The report initially noted that the cause of the endophthalmitis was unclear, and the patient status was unavailable at the time of report. Through follow-up, the following additional information was received from the referral physician. Per report, both stents and the (non-glaukos) intraocular lens (iol) were explanted and intraocular irrigation was performed. Reportedly, the causal relationship between the endophthalmitis and the stents cannot be determined. The patient status was reported as "good progress" at nine (9) days post intervention with the patient subsequently discharged. Through additional follow up the following was reported. During the patient's first follow-up examination following discharge, the visual acuity had improved, and the progress noted as "good" with a few retinal hemorrhages remaining in the fundus.